Event description:
It has been reported to philips that the system did not start up successfully. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexspot and suite pc. The fse replaced the flexspot and the suite pc, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up as the software reinstallation crashes every time. Upon troubleshooting, fse found the software installation was failing with flexvision pc and suite pc, so fse replaced the flexvision pc due to defective hdd bay, suite pc, hard disks, and reinstalled the software on the entire system but again the installation failed due to the bug in gpdu. To resolve the issue, fse used a wall outlet from the hospital to power network switch and re-installed the software. After the successful installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.